Manufacturer narrative:
The pump was returned to animas and evaluated. Testing confirmed intermittent responses to button presses on the ok button. Multiple button presses were required before the button would engage. The ok button did not have normal spring back or click. The keypad was removed and contamination was present under the contacts of all buttons. (B)(6) 2009.

Event description:
On (B)(6) 2011, the patient contacted animas alleging that keypad button presses did not activate desired pump functions. The patient claimed that the pump was intermittently unresponsive to ok button presses. The patient denied that the device was exposed to water or that the keypad was peeling/damaged. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump was not responding appropriately to keypad button presses. There is no evidence however that the alleged issue contributed to a serious injury. The patient did not allege any harm or injury because of the reported issue.